Event description:
Rptr indicated that the pt recently began experiencing an increase in myoclonic twitches and seizure frequency following an increase in her settings. The output current was increased but it is not known if any other parameters were changed. The rptr was informed that he could decrease the pt's settings to find if the increase in settings was related to the increase in seizures but it is not known if this was done. Attempts for further info have been unsuccessful to date.